Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella 5.0 pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). It was reported the patient developed a hemorrhage at the femoral artery and internal carotid artery during pump support. As a result, the patient received 22 units of red blood cells, 25 units of platelets and 33 units fresh frozen plasma.